Manufacturer narrative:
The oad was returned to csi for analysis with the guide wire engaged in the driveshaft and handle assembly. Detailed analysis revealed the driveshaft tip bushing to be fractured and exhibiting surface damage. The driveshaft was also fractured at the lap weld. Scanning electron microscopy (sem) analysis of the fractured filar faces at the tip bushing showed damage and smearing with no clear rotational or fatigue striations observed. Sem analysis showed severe rotational damage on the tip bushing, suggesting that it had spun into something hard. This is consistent with event details that stated "the oad would not cross the lesion, and high pressure was applied in an attempt to facilitate crossing". Although it is hypothesized that the failure mode was likely fatigue, the filar fracture faces had been mechanically modified/rubbed over after the fracture occurred, so the failure mode could not be conclusively determined. Sem analysis of the fractured filars at the lap weld identified the driveshaft fractured due to excessive torsional forces likely occurring during the forced attempt to cross the lesion. It is hypothesized that the driveshaft fractures at the tip bushing and lap weld are due to the high pressure that was applied in an attempt to facilitate crossing the lesion as stated in the event details, however the exact root cause is undetermined. The report that the oad could not cross lesion could not be confirmed through analysis. The instructions for use for the device warns: " never force the crown when rotational or translational resistance occurs; vessel perforation may occur. If resistance to motion is noted, retract the crown and stop treatment immediately. Use fluoroscopy to analyze the situation." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was used to treat a 99% stenosed, tight lesion in the anterior tibial artery. The oad would not cross the lesion, and high pressure was applied in an attempt to facilitate crossing. The shaft of the oad driveshaft fractured. The device was removed from the patient and no fragments remained. An attempt was made to cross the lesion with a balloon but was unsuccessful. There was no harm to the patient, and additional tibial vessels were treated to establish blood flow to the foot.